Manufacturer narrative:
On 18-feb-2023, intuitive surgical, inc. (Isi) followed-up with the facility robotics coordinator, and additional information was obtained about the complaint: the generator would not respond during surgery. The site ended up shutting down the system and rebooting the generator. The issue was resolved and did not return. In addition, patient information was obtained. Refer to section a.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vop integrated electrosurgical unit (iesu) generator unit was returned for failure analysis. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original manufacturer for repair.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the integrated electrosurgical unit (iesu), however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's complaint history shows patient identifier (B)(6) is a related case that has the failure analysis investigations of the iesu. A system log report review was performed by the intuitive tech support engineer (tse). Per the review, the issue occurred during a radical tonsillectomy procedure on (B)(6) 2022 using system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: at this time, it is unknown how the customer's issue was resolved, but the issue did take place during a procedure. An intuitive field service engineer replaced the electro surgical unit to bring the system to an acceptable state.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure that the erbe produced an error message. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.